Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported damage to the device and subsequent additional access site remain unknown.

Event description:
During a wolff-parkinson-white syndrome procedure, the dilator was noted to be flattened and an additional access site was necessary for replacement. When attempting to insert the introducer, the tip of the dilator was found to be slightly flattened. An additional access site was required to replace the introducer and the procedure was completed with no adverse consequences to the patient.